Event description:
It was reported that occlusion alarms occurred. The customer changed supplies and resumed insulin therapy prior to calling. Additionally, it was reported that a cartridge alarm occurred during the load sequence. The customer loaded a new cartridge to resolve the issues. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.